Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead and right atrial (ra) lead; high capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement due to twiddler's syndrome was confirmed. The rv lead, ra lead, and lv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.